Event description:
It was reported that the asymptomatic patient presented for follow up during transmission through merlin.net transmission. The pulse generator exhibited noise. No intervention had been reported.

Manufacturer narrative:
(B)(4).